Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the surgery, when inserting the screw, the screw was broken. The physician changed to another two screws to continue the surgery, and the same problem happened again. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report involves one (1) ti low profile neuro screw self-drilling 5mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9. H3, h4, h6 photo investigation : the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that cranial-scr plusdrive ø1.6 self-drill l5 was observed broken across the shaft, between the neck and the head. Only a fragment of the screw was observed in the evidence provided. No other issues were identified. The overall complaint was confirmed for cranial-scr plusdrive ø1.6 self-drill l5. There is no indication that a design or manufacturing issue has caused the complaint condition. H3, h4, h6 physical investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cranial-scr plusdrive ø1.6 self-drill l5 has broken at the shaft, near of the screw head and the cruci-form stripped, the broken surface was examined and there was no evidence of a material issue. Both fragments were received for evaluation. A dimensional inspection for the cranial-scr plusdrive ø1.6 self-drill l5 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt of implantation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l5would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: manufacturing location: monument. Manufacturing date: 20-apr-2023. Part number: 400.835, ti low profile neuro screw self-drilling 5mm. Lot number: 5669p69 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate, 400.835-2-btq994539/1, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 4587p80. Lot quantity: 746 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company, dated 02-feb-2023 was reviewed and determined to be conforming. Lot summary report dated 13-feb-2023 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.